Event description:
The customer reported that while the iabp was in use with a pt, an "autofill failure" alarm was displayed on the iabp. The pt was switched to another iabp and therapy was continued. No pt injury was reported.

Manufacturer narrative:
The company rep ran the iabp for long time to duplicate the reported event. The same alarm was not observed, but "leak in iabp circuit" alarm was observed. After two hours of running, the iabp would fail and the balloon pressure waveform will be "flatline" and in service diagnostics, balloon pressure transducer offset read (xx) confirming the pressure transducer (part no 0682-00-0076-01) was replaced. The company rep performed service diagnostics, functional and electrical safety tests and ran the unit for 72 hours to ensure that iabp functionality. The unit met factory specs and was returned to the customer. The issue was narrowed down to known insufficient curing of epoxy on the transducer that resides within drive manifold. Due to increase in the number of transducer (part no 0682-00-0076) failures, CAPA was initiated. It was concluded earlier that the cure time of the epoxy was not sufficient; so the residual epoxy was contacting the pcb and causing impedance on the pcb. This may result into reading drift and transducer malfunction. An improved impedance test was implemented by the transducer MFR. Later, the MFR updated the epoxy curing process to improve the implementation to properly cure the epoxy and prevent the epoxy from bleeding onto the pcb. Also, an impedance test was added at maquet mfg facility to more effectively screen out the impedance failures. Hlth hazard evaluation determined the risk associated with this failure mode is none/negligible. The effectiveness of the change in the process was reviewed. There were no replacements made due to transducer failures to any pump manufactured after february 2011. Internal file: (B)(4).